Event description:
The customer contact reported a leak; subsequently, bleedback was noted. The male adapter of an unspecified primary tubing set was connected to the female adapter of the extension set and was being used to deliver an unspecified medication. The t connector of the extension tubing set was connected to the pt's IV access site. After an unspecified length of time, it was reported that solution leaked from the connection of the t connector and the pt's IV access site. An unspecified volume of bleedback was noted in the extension tubing set. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided, including if the extension tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The customer indicated the device was discarded. During the investigation. No possible causes for the customer reported leak were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.